Event description:
An internal investigation was conducted in 2005 requesting information regarding the need for re-operation for any reason following the implant of the charite artificial disc. Contact reported that a charite disc has been placed within surgical requirements. However, the patient experienced post-operative pain that required additional posterior spinal instrumentation and spinal fusion was performed.